Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump does not work. Customer stated, she has changed her infusion set 16 times in two or three day period. Customer has been running high for the past two days and has been treating with the device. No symptoms were expressed. The drive support cap appeared to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did not exit the tubing. Two no delivery alarms were noted on the device. Settings were correct. Customer was advised to revert to back up plan. Customer states, the device starts counting numbers and the piston does not even hit the reservoir. The piston only goes about half ways down and was unable to prime the tubing or push forward. Customer's exact blood glucose was not provided. No further information reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.